Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump history was missing boluses and blood glucose values. The patient's blood glucose at the time of incident was 200 mg/dl. The caller confirmed that the missing boluses have been a long-standing issue with the pump. However, the customer did not remember the boluses they took; it is unclear if the issue was device malfunction or improper pump use. The caller will monitor the pump boluses carefully throughout the week and will follow up next week. No products were replaced or returned as of yet.